Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 597 mg/dl at the time of incident. The customer's blood glucose was 270 mg/dl at the time of call. The customer's mother stated that they had symptoms of high blood glucose such as vomiting. The customer's mother stated that they were treated with manual injection. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that they found air bubble in the tubing and no other issues found during troubleshooting. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.